Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the complaint "will not release clip when attempting to slip". The instrument was found to have 1 bent grip, causing them to be misaligned. The offset at the tips was 0.29mm and failed clipping test. The grips were not found to be cracked. The finding is related to the customer complaint. Probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the clip could be loaded to the medium-large clip applier instrument but would not release when attempting to clip inside the patient. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Issue did not occur while loading the clip. Issue did not occur prior to clip application. Yes, clamp attempted on tissue, but when was clip closed it would not lock onto tissue. The customer was not locking on tissue. The customer would not lock on tissue. Surgeon did not experience any instrument motion issues. Issue is not related to the to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue is not related to unexpected motion of clip applier while attempting to clip. Clip applier had the issue occur at the first application. New clip applier was used instead. Instrument was sent back. No images or recordings are available. Please refer to section a for patient demographic information.